Event description:
It was reported that the device fracture occurred. A stenosed target lesion was located at proximal left anterior descending artery and left main coronary artery. A guidezilla was selected for use. When inserting the device into the proximal stenosis, it was reported that the device couldn't cross the lesion. During withdrawal, the device was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported. Patient condition is stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:46 pm CT. The report number is being corrected from: 2134265-2018-64180 to: 2134265-2018-62080.

Event description:
It was reported that the device fracture occurred. A stenosed target lesion was located at proximal left anterior descending artery and left main coronary artery. A guidezilla was selected for use. When inserting the device into the proximal stenosis, it was reported that the device couldn't cross the lesion. During withdrawal, the device was found to be fractured. The procedure was completed with another of the same device. There were no patient complications reported. Patient condition is stable. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The hub, hypotube and collar were microscopically and visually inspected. Inspection revealed a complete separation at the collar and collar damage (metal "fingers" bent). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.